Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user developed a red scabbed rash under the tape collar of the skin barrier. The rash has reportedly persisted for approximately one month. The patient sought treatment from a dermatologist two weeks ago and was issued a prescription for triamcinolone acetonide. The end user stated she has noted healing and improvement to the affected area since treatment. The end user was advised to follow-up with her health care provider if symptoms worsen. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 30, 2015.